Manufacturer narrative:
The report of potential thrombus ingestion into the pump could not be confirmed through this evaluation as the device remains in use. However, the data recorded in the submitted log files appeared consistent with a potential ingestion event. The controller event log file contained data from (B)(6) 2019 10:45 am ¿ (B)(6) 2019 10:32 am (date of implant and post-implant day 1), per the timestamp. After the stored patient speed was set to 5500 rpm on (B)(6) 2019 at about 1:30 pm, the pump appeared to be operating normally with calculated average flows of 4-4.2 lpm for approximately one day until flow suddenly decreased on (B)(6) 2019 to 1.7-2.3 lpm from around 10:00-10:30 am, resulting in consistent low flow hazard alarms. Harmonic compensation lvad faults were also active during the low flow alarms. The stored patient speed was decreased to 5100 rpm during the low flow alarms and remained at that speed for the remainder of the log. Upon resolution of the alarms when flow returned to the ~4 lpm range, pump power was noted to have increased from the previous ~3.4-4.3 watt range to the ~4.9-6.9 watt range while harmonic compensation and motor instability lvad fault flags were active through the end of the log. Review of the lvad event log file revealed corresponding hc_ctrl and rot_noise faults during this time frame with elevated rotor noise values. Despite the low flow and motor instability events, the actual motor speed remained above the low speed limit without issue. Although a specific cause for the events captured in the submitted log files could not be conclusively determined through this evaluation, based on previous complaint experience, the log file data appeared consistent with some material, such as a thrombus, being ingested into the pump and contacting the rotor. The patient remains ongoing on bivad support (rvad (B)(6) and lvad (B)(6)) and no additional related events have been reported at this time. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with right ventricular assist device (rvad) on (B)(6) 2019. Log files were sent in for analysis with concern of potential thrombus ingestion. The log file for the patient began on (B)(6) 2019 and ended on (B)(6) 2019. An increase in power, motor instability and harmonic compensation events were confirmed in the log file on (B)(4) 2019. This behavior could indicate an ingestion into the pump. On (B)(4) 2019, it was reported the bivad patient continues to be supported on both rvad and lvad ((B)(4)) at present. Additional information has been requested but has not yet been provided.